Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1waud, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had lost a lot of weight (20lbs) and was in a car crash. The patient said their ins is now close to their skin and their leads are poking out. The patient said it is painful to the touch and they can not get comfortable. The patient was going to have the device removed. The patient asked when the new ins is coming out. No further complications were reported.